Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Pacing impedance measurements were noted to be within normal limits at 578 ohms in unipolar configuration with appropriate threshold measurements. The lead exhibited noise in unipolar configuration and was reproducible with myopotential testing. The atrial sensing polarity was reprogrammed to bipolar and programming changes were made to atrial sensitivity. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Pacing impedance measurements were noted to be within normal limits at 578 ohms in unipolar configuration with appropriate threshold measurements. The lead exhibited noise in unipolar configuration and was reproducible with myopotential testing. The atrial sensing polarity was reprogrammed to bipolar and programming changes were made to atrial sensitivity. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an alert was detected for right atrial automatic threshold (raat) suspension. Technical services (ts) reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). Additionally, the presenting electrogram (egm) showed noise on the ra channel that was not sensed, however, stored atrial tachy response (atr) electrograms (egms) showed noise on the ra channel that was oversensed. The raat has not been successful since activation of the lss feature. Ts recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.